Event description:
Boston scientific received information that this patient's heart rate decreased to around 20-30 bpm with intermittent capture observed and was associated with patient symptoms (nausea). The device's right ventricular (rv) pacing output was reprogrammed from 3.5 volts to 7.5 volts at 2.0 ms. Additionally the lower rate limit (lrl) was increased from 50 bpm to 60 bpm. Pacing capture was confirmed and the patient reported feeling better. The local representative commented to the physician that the intermittent capture may have been positional; however, moving the patient side-to-side did not reproduce the clinical observation. The arrhythmia logbook was reviewed which showed two ventricular fibrillation (vf) episodes had occurred about one hour prior to the device check. Both episodes of vf were successfully terminated following delivery of shock therapy. Shortly after the device check, the patient developed another episode of vf which was not terminated following delivery of a 31 joule shock. The local representative was preparing to deliver a commanded shock at 41 joules, but the physician halted shock delivery because of the patient's do not resuscitate (dnr) status. The patient did not recover and died shortly after the onset of the arrhythmia. The local representative reviewed the device check data and found that all lead diagnostic measurements were within normal limits. A chest x-ray was reviewed by the physician which showed that the rv defibrillation lead may have pulled back slightly from the original high septal position. The physician does not suspect that the patient's death was related to the use of a boston scientific product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.